Event description:
The customer contacted stryker to report that their device is intermittently powering off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is intermittently powering off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h6 results code of the initial medwatch report indicates: electrical problem identified. Section h6 results code of the initial medwatch report should indicate: no device problem found. Section h6 conclusion code of the initial medwatch report indicates: caused traced to component failure. Section h6 conclusion code of the initial medwatch report should indicate: cause not established. Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Section h11 of the initial medwatch report should indicate: stryker evaluated the customer's device and was not able to be verify and was not able to duplicate the issue. The root cause could not be determined. The technician replaced the battery pins as a precautionary measure. The device passed functional and performance testing and was returned to the customer.